Event description:
It was reported that the right atrial lead exhibited noise, all other measurements were in range; the patient was asymptomatic to noise. The lead was explanted and replaced successfully during device change out procedure. The patient¿s condition was stable and would continue to be monitored.